Manufacturer narrative:
(B)(4): the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging that control solution tests performed on the subject meter fell outside of the specified control solution range. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.